Event description:
It was reported that at the time of this subcutaneous implantable cardioverter defibrillator (s-ICD) system implantation, defibrillation threshold (dft) testing demonstrated successful termination of induced ventricular arrythmia with a 65j shock at an impedance of 90 ohms. During a subsequent ventricular tachycardia (vt) episode, the device delivered four shocks that failed to convert the arrythmia. Shock impedance during this time was noted to be elevated measuring 107 ohms. Just before explant, x-ray imaging showed a vertically oriented right ventricular lead and a posteriorly positioned pulse generator in which the device may have migrated backwards. Subsequently, the electrode was explanted and replaced. The electrode is expected to be returned. No additional adverse patient effects were reported.